Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during prime test due to moisture damage on faulty force sensor system. The pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed. The pump was received with missing end cap sticker, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that the battery went out and the reservoir went low. The customer stated that the pump alarmed 10 errors in 1 day. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.